Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and t-wave oversensing on the right ventricular (rv) lead channel as well as noise on the right atrial (ra) lead channel. The noise was reproduced with pocket manipulations and isometrics. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported. Evidence suggests that this ICD remains in service.